Manufacturer narrative:
Customer's meter (B)(4) was returned and tested with control test strips lot # 48462. The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, the reported readings were found in the device's internal memory log within 10 minutes.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 162 mg/dl, 406 mg/dl, 300 mg/dl, and 81 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.